Manufacturer narrative:
Receive date entered. The returned centrimag 2nd generation primary console was evaluated and tested by technical services, the reported issue could not be duplicated. The returned device was tested with the related centrimag motor and the console was able to operate the motor at 5500rpm for a long period of time with no issues being found. Full functional check out was performed and the unit passed all tests. The returned device was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a device related issue. The units were returned to the customer site. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ the centrimag primary console is not a single use device. Approximate age of the device from the manufacture date is 3 years, 4 months. The centrimag console and motor are expected to be returned for evaluation. The devices have not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was started on extracorporeal circulatory support on (B)(6) 2018. It was reported that the centrimag (cmag) 2nd generation console was set to operate at 5,500 rpm; however, the speed only reached 5,400 rpm. Information received indicated that the cmag pump¿s flow had dropped to 0 lpm while operating at the speed of 5400 rpm. At the time of the event, the ECMO specialists at the center observed the patient¿s circuit having small amounts of foam in both the arterial and venous lines, but the pump motor was still running. After doing a circuit check for kinks and other issues, the patient was changed to another cmag console and motor with no issues. After the device exchange, the staff perfusionist troubleshot the event and concluded that the equipment exchange was not necessary, and the lack of flow was attributed to the patient¿s high systemic pressures, light sedation, and a vasovagal response, as there was trouble ventilating at the same time, which lead to cavitation and an inability to flow. It was believed that the exchange of equipment relieved the vacuum associated with the event. The next day the position of the venous cannula was also adjusted. It is believed that the cannula position and the high rpms also attributed to the cause of the cavitation. It was reported that the cannula used in the blood circuit were made by another manufacturer. No additional information was provided.